Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was a communication issue between services. A technical support specialist (tss) connected to the carefusion coordination engine (cce) server and confirmed that cce services were running, noting that prior hospital information technology (it) maintenance had caused the downtime. Messaging between the customer interface and cce was verified as resolved on the server side, though communication issues persisted despite services being restarted and the application server rebooted. Hospital it was engaged to investigate potential network issues while some stations remained in manual critical override and ultimately resolved the communication issue between cerner and station, after which no further issues were reported. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, all the devices was on disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.